Event description:
It was reported by the aci sales professional that a male patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the right common femoral artery via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician, who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post deployment everything looked fine. One hour after the closure, the patient developed a large hematoma (larger then a softball). Manual compression was applied at the access site for approximately 20-30 minutes at which time the hematoma was resolved. The patient was kept in the hospital overnight and was scheduled to be discharged on (B)(6) 2012. The aci representative does not know if the hospitalization was mynx related or if the patient was pre-scheduled to stay overnight. No further information is available.

Manufacturer narrative:
(B)(4) corrected from life-threatening to other serious.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.